Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that customers biomed reported, the cs300 intra-aortic balloon pump (iabp) unit had a low vacuum alarm. It is unknown if there was any patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, h6 (health clinical & impact).

Event description:
It was reported that customers biomed reported, the cs300 intra-aortic balloon pump (iabp) unit had a low vacuum alarm. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) could not duplicate the low vacuum alarm with a patient simulator and 40cc balloon. In system diagnostics, unit fails the 1st portion of the k6, k7, and k8 leak test. Replaced the drive manifold assembly and now the test passes. Performed full functional and safety tests. All tests pass. The equipment was cleared for customer use.